Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with broken battery cap.

Event description:
The customer reported via phone call that the insulin pump had corrosion damage at the battery compartment and metal contact was stuck in the battery compartment which preventing the battery removal. The insulin pump will be returned for the analysis.